Event description:
It was reported that after the initial implant, the right ventricular lead dislodged resulting in multiple inappropriate shocks to the patient. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.